Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd performed within specifications. There was no indication of a product issue, including degradation of the hbv probe or contributions from the primers. Analysis of the cycle threshold (CT) values for the reported hbv-reactive results indicated concentrations below 0.5x the limit of detection (lod) for the analyte. Potential causes for the unexpected hbv-reactive results include an occult hbv infection or environmental contamination. A contamination originating from the co-formulated positive control was considered less likely based on the absence of unexpected hiv or hcv reactive results. The customer was advised to continue performing cleaning procedures as recommended and to follow the instructions for maintenance and troubleshooting. The device remains in operation at the customer site, and no further actions are required unless the issue persists after implementing the recommended measures.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t ce-ivd on the cobas ampliprep instrument. The customer reported unexpected hepatitis b virus (hbv) reactive results in pooled plasma samples (pp6) that were non-reactive upon resolution testing in smaller pools (rpp1). In the current case, a pp6 sample generated an hbv-reactive result with a cycle threshold (CT) value of 47.5. Resolution testing of the same sample in rpp1 generated a non-reactive result. A similar pattern was observed in a previous case, where pp6 samples generated hbv-reactive results with CT values of 45.2 and 42.8, while rpp1 samples were non-reactive. The customer did not provide information regarding serology testing or its results. The reactive results in pp6 were not reported as final results, as the system requires resolution testing for any reactive multi-specimen pool. The samples were further tested as part of the resolution process to identify individual reactive donor specimens.